Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on steps to resolve the issue, such as disconnecting and tightening the tubing, delivering a bolus, and replacing supplies. The customer successfully completed a bolus and was advised to resume insulin therapy.